Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved, creases fold, wear abrasion and white particles inner shell. Leak test and microscopic analysis was performed which identified: crease smooth opening on radius and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Additional, changed, and/or corrected data: d.9, h.3, h.6.